Event description:
The user stated, she experienced low calcium results on pt samples and provided five examples. Of the data provided, calcium results for four samples were found to be discrepant. All repeat testing was performed in the integra 800 (B) (4). Sample 1 initial result was 6.1 mg per dl, repeat result was 7.4 mg per dl. Sample 2 initial result was 6.3 mg per dl, repeat result was 7.9 mg per dl. Sample 3 initial result was 6.6 mg per dl, repeat result was 7.9 mg per dl. Sample 4 initial result was 6.9 mg per dl, repeat result was 8.3 mg per dl. The initial results for samples 1 and 2 only were reported. The user stated neither pt was treated based on the original results. No other assays appeared to be affected. The field service rep determined the gear pump was out of adjustment and adjusted it to be within specifications. He ran instrument accuracy and precision checks with all results within specifications. The user reran pt samples that had been previously reported low and the results matched the integra 800. To verify the analyzer performance, calibration and qc was performed.